Manufacturer narrative:
Device not returned.

Event description:
It was reported that resistance was felt while filling the cartridge with multiple syringe needles. Customer changed cartridge and syringe needle to resolve the issue. Customer's blood glucose was within range (value not provided).